Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 84 mm in diameter abdominal aortic aneurysm. It was reported that, approximately two years and two months post index procedure, a type iii fabric endoleak was discovered in the endurant stent graft bifurcate during an open repair for a suspected type ii endoleak. The physician elected to partially explant the endurant stent graft bifurcate device and implanted an unknown conventional graft. Per the physician, the cause of the type iii fabric endoleak may have been due to calcium. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: from the examination of the returned devices and clinical information provided, the exact cause of the type iii fabric endoleak seen during open repair could not be determined. The bifurcate was returned transected between stent rings 2 ¿ 3; the proximal aortic body including the suprarenal stents was not returned. Both the contralateral limb and ipsilateral limb extension were returned detached. Several fabric tears were observed along the bifurcate aortic body and contralateral limb that may have been the source of a type iii fabric endoleak. Two large tears, 7.3 mm and 6.6 mm length, were seen on the anterior of the bifurcate aortic body near stent rings 3 and 4. The likely cause of the tears appears to be abrasion related due to aortic calcification seen in the films. Approximately 10 mm above the flow divider a 1.5 mm length stent abrasion tear was observed between stent ring 4 and 5, and near the distal end of the ipsilateral limb (ring 14) two 0.8 mm abrasion tears were seen which appear to have been caused (and covered) by the underlying limb extension. On the contralateral limb multiple abrasion tears, ranging from 0.6 ¿ 3.0mm in length, were also seen between stent rings 9 ¿ 11. The appearance of the holes was consistent with abrasion likely caused by an adjacent stent with limb angulation or from calcification within the left common iliac artery. Multiple associated suture cuts were also seen near the areas of abrasion. Film evaluation results are: the exact cause of the aneurysm expansion observed during the implant duration could not be determined from the films provided. It appears most likely that implanting within the highly calcified anatomy led to fabric abrasion at the bifurcate aortic body, causing the continued expansion of the aaa. Although many of the films provided were non-contrast, the most recent contrast CT¿s did not show any clear endoleak; however, aaa expansion of ~6mm diameter was observed during the implant duration. It is possible that the severe calcification observed in two locations may have contributed to a possible type iii fabric endoleak that was not apparent in the films. Approximately 25mm below the right renal artery near the bottom of the neck, a large area of calcification was seen jutting out into the flow lumen along the anterior side of the aortic neck, likely in contact with anterior of the bifurcate aortic body near the level of the 3rd and 4th covered spring above the ipsilateral/right limb. Within the distal aorta, ~5cm below the gate near the level of contra limb stent ring #9, another noticeable area of calcification was again observed between the two limbs; possibly in contact with the medial surfaces of one or both limbs. It is possible that these tears may have been partially ¿covered¿ in-vivo by the penetrating calcification as well as by tissue in-growth, which did not allow confirmation of any endoleak during the CT imaging follow-up, but these fabric tears may still have been pressurizing the sac.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.